Event description:
It was reported that the indicated battery charge of a pump dropped rapidly in a short period, leading to the pump shutting down. There was no reported impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a known working power source and provided information on resetting the pump. Despite these measures, the issue persisted, so the decision was made to replace the pump. The customer confirmed their understanding of using an alternate form of insulin therapy as a backup and was instructed on returning the faulty pump.